Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin infection cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 54-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient informed novocure that he had developed a skin reaction described as red, partially oozing marks in areas of prior optune gio transducer array placement. The patient was advised to consult a healthcare provider (hcp). The same day, the hcp instructed the patient to discontinue optune gio therapy until (B)(6) 2024, due to a bacterial infection of the skin. The probable cause of the infection was described as skin itchiness and the patient scratching the skin, with and without optune gio transducer arrays in place. On (B)(6) 2025, it was reported the patient's hcps prescribed the patient antibiotics and a skin barrier cream. On (B)(6) 2025, novocure was notified that the patient was treated with oral antibiotics. No causality assessment was provided by the prescribing physician.

Manufacturer narrative:
On february 27, 2025, novocure received a vigilance report from the swedish medical products agency. Per information provided, on (B)(6) 2025, a dermatologist examined the patient and suspected a contact allergy by the optune gio transducer arrays. A patch test was performed. The patient exhibited a reaction to the transducer arrays without the hydrogel, which had been removed before testing. However, no reaction occurred when the arrays with the hydrogel were applied to the scalp. Additionally, it was reported that the patient had reacted to the ingredient octylisothiazolinone. Optune gio was temporarily discontinued due to the reaction. The transducer arrays were reportedly sent to a testing facility for further analysis. The patient was advised to apply a corticosteroid (clobetasol) ointment before applying the transducer arrays in the future. Review of the available device logfile did not show any device related fault issues that would have adversely impacted patient treatment. Based on the available information, novocure medical opinion is that the contribution of the array placement to the hypersensitivity cannot be ruled out. Hypersensitivity was reported as an adverse event with optune gio device use in ef-11 and ef-14 trials (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching, and rarely may even lead to severe allergic reactions.